Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the roller pump to operate as intended throughout the evaluation. The pump was ran in different configurations, set at different occlusions and did not show any signs of running sluggishly.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not replicate the reported complaint. The srt occluded the roller pump as far as it could without seeing a belt slip. The roller pump passed all verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information was received that the returned roller pump belt was slipping. The product surveillance technician (pst) did not observe a belt slip during laboratory evaluation. The roller pump operated as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was sluggish when running. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.